Event description:
It was reported that the device was used during an unknown procedure. When using the trocar the blade wouldn't lock by pressing the red button. The case was completed using a same like device. There was no patient consequence.